Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device not returned.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced high power, high ldh levels, and symptoms of hematuria. The site performed a pump exchange and while recovering in the ICU, the patient developed a resistant form of pseudomonas and expired as result of septicemia. The hvad pumps ((B)(4)) were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files, as log files covering the event date were not available for analysis. A possible root cause of the reported high power may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00934 and 3007042319-2016-00468) submitted for devices related to the same events.

Manufacturer narrative:
Additional information received indicated that the patient does have a previous history of device thrombus formation in (B)(6) 2010 but her anticoagulation was controlled. The patient had a prolonged recovery in the intensive care unit (ICU) and developed a resistant form of pseudomonas. The patient died on (B)(6) 2014 due to septicemia as a result of the pseudomonas. The heartware ventricular assist device (vad) is used for treatment not diagnosis. The deceased patient developed high power and received an anticoagulation treatment with no effects on her symptoms. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log files covering the event date were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including death, have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately four years after hvad implantation this patient developed high power and underwent a pump exchange. Investigation is ongoing.